Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer was treated with injections or pen for high blood glucose level. The customer reported that insulin pump had insulin flow blocked alarm. Cannula was bent of infusion set. Customer noticed 5 little blisters under the tape site issues, scar was present on every site, and there was redness at the site. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.